Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a person with diabetes (pwd) had experienced a line-blocked alarm, which had led to high glucose levels of 300 mg per dl. The infusion site had been changed, and an injection of 13 units of humalog had been administered because blood glucose had been high. This had resulted in a subsequent low of 32 mg per dl. A friend had called paramedics due to hypoglycemia when the individual had become unresponsive. IV dextrose had been administered by paramedics, and consciousness had been regained. The individual had not been transported to the hospital. It was noted that infusion sites had been placed in fatty tissue while avoiding areas with scars, scar tissue, and tattoos. The current cgm or bgm reading had been 185 mg per dl. The event did affect patient care but there was reported no injury to the patient.